Event description:
It was reported that the right ventricular lead fractured, had high impedance, high thresholds, had no capture and triggered a lead warning. The patient was hospitalized due to the exacerbation of heart failure. The lead was reprogrammed to unipolar and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.